Event description:
It was reported that this was the same effect for patients who pick up mobile phone interference when a phone is held close to the ipg. See manufacturer's report # 3004209178-2014-02712.

Manufacturer narrative:
(B)(4).